Manufacturer narrative:
The company representative checked the depth and applanation force, which met specification. The system was examined and was determined to have met product specification. Based on manufacturing review, the product met specifications at the time of release. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported to a company representative; a posterior capsular tear requiring a vitrectomy post laser assisted cataract surgery. Although reporter suggests laser contributed to the reported issue, no further details have been received. Additional information has been requested.